Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed. The clip was unable to successfully clip onto the tubing after multiple attempts. No damage to the grips was observed. The housing was removed, and no damage was observed. The root cause is not determined. An additional observation not reported by the site was that the instrument main tube was bent. The bending damage is located at the distal end of the main tube. The root cause of bent instrument main tube is typically attributed to mishandling/misuse, such as excessive loading, or improper handling during transport. A review of the instrument log for the medium-large clip applier instrument (part # 478053-04/lot# n10210823-0012) associated with this event has been performed. Per logs, the instrument was last used on 29-dec-2021, on system sk4936. The instrument had 60 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, it was found that the medium-large clip applier tips would not close. The surgeon was unable to grasp the vessels. A backup instrument of the same kind was used to continue the procedure. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The medium-large (ml) clip applier instrument with the ml ligating clip was in use for vessel ligation. During clip application, the clip was not closed with no loose / broken cable observed. There was no clip misapplication issue nor non intuitive motion. The vessel was less than 10 mm in diameter. The instrument did not collide with any other instrument or tool during procedure. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The customer confirmed that no fragment fell inside of the patient. There was no patient injury/harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Device evaluation information can be found in the following fields: h6 and h10. D11 - the instrument has been re-evaluated by the advanced failure analysis team on 06/01/2022. Primary failure analysis finding of grips clip test failure was confirmed. The instrument was placed on an in-house system, and clip application was retested and failed. It was possible that the bent main tube caused enough friction to prevent the push-pull rod from moving fully, which in turn prevented the jaws of the instrument from closing all the way, causing clip test failures. The root cause of this was attributed to the mishandling or misuse.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, and h2. Device evaluation information can be found in the following fields: h6 and h10. D11 - the instrument has been re-evaluated by the advanced failure analysis team. Primary failure analysis finding of grips clip test failure was not confirmed. The clip was able to properly seat on the grip on the instrument upon administering the clip test. The instrument then performed the clipping function and passed. This is a functioning instrument.

Event description:
Refer to h10/h11 for follow-up information.